Event description:
Catheter broke and lodged in pt's spinal column. This was reported from the law firm. Their letter does not specify a catalog or lot number, and in fact it is not certain if it is a becton-dickinson product.